Event description:
Information was received indicating that during testing, smiths medical pneupac ventilators parapac was not alarming. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device faulty interface pcb assembly was discovered, causing no power/ intermittent power. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.